Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d9, g3, g6, h2, h3, and h6 (type of investigation). Product evaluation: the customer report of stenosis was confirmed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 2 by approximately 1mm at commissure 2, and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, leaflet 3 was in the opened position and closed when probed. All three leaflets were stiff and translucent-like due to dehydration. Mechanical damage marks were observed on the free margin of leaflets 1 and 3 at commissure 1. Damages appeared serrated and did not penetrate leaflets. Sewing ring was cut around the valve and exposed the metal band near leaflet 2.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve, was explanted after an implant duration of 4 years, 4 months due to aortic valve stenosis. The explanted valve was replaced with 25mm 11500a valve. The patient was in recovery post-surgery. Per the medical records, the patient presented with aortic valve stenosis. The patient underwent a redo avr with a 25mm 11500a valve and an CABG in the same procedure. Tee showed normal biventricular function and a well seated bioprosthetic valve. The patient was weaned off bypass and was transferred to the ICU in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.